Event description:
It was reported that the rack pushrod on the pump was damaged (rubber gasket was missing or became detached), which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin.